Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
AED was used in a rescue and the voice prompts would not advance past the 'place pads' prompts. Two sets of pads were used but neither set would advance past the 'place pads' prompt. CPR was continued until ems arrived. Ems transported patient to local ER where the patient later died.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.